Event description:
It was reported that during a cryo ablation procedure when aspirating the sheath, air bubbles were continously aspirated. The sheath was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the 4fc12 sheath with lot number 0012146410 was returned and analyzed. No anomaly was identified during the external visual inspection of the shaft, handle, and dilator. The handle, shaft and, side port were intact with no apparent issues. Functional testing was performed. The steering mechanism and deflection test showed the shaft was bending as initially intended and was bending in the plane; there was no difficulty, no friction, or any noise in the steering mechanism. Lab test catheter insertion and retraction into the sheath were performed several times easily without any issues. The insertion of the dilator into the sheath was performed and the dilator luer was unable to be locked to the sheath. Further inspection under a microscope identified dilator luer damage. The performance test with sentinel blackbelt leak tester was performed. The pressure test with 30 pounds per square inch gauge (psig) showed the pressure decay in the device was 0.059 psig. The flushing test with six psig showed the pressure decay in the device was 0.006 psig. The aspiration test with a negative pressure of 4.1 psig showed the pressure decay in the device was 0.003 psig. All performance tests were in the acceptable range. The shaft, side tube, and valve were all leak-tight with no apparent issues. In conclusion, the reported issue of "air bubbles" was not confirmed during testing; however, the sheath failed the returned product inspection due to dilator luer damage preventing it from locking with the sheath handle. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.